Manufacturer narrative:
(B)(4).

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported by and attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and unknown mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on unknown date. No additional information was provided.